Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified cartridge alarm occurred during the load process. A new cartridge was loaded resolving the issue. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue.